Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for a suspected sinus tachycardia as the patient was under physical activity at the time the episode occurred. Therapy was delivered until all programmed shocks were delivered. Technical services (ts) discussed with the calling field representative the available programming options for this device and how the device could be adjusted to prevent this from occurring in the future. Additionally, it was recommended that the patient get examined under x-ray imaging to verify the lead were still implanted in the correct location since the patient underwent their implant a week before. Representative will discuss with the patients physician the conversation they had with ts. At a later date, the patient called in inquiring about the effects electromagnetic interference (emi) may have on their device and ts explained the device function and possible emi interactions. The patient underwent some tests and examinations so the device settings and therapy delivery could be adjusted adequately for their needs. No additional adverse patient effects were reported.